Event description:
The manufacturer received information alleging a ventilator was alarming and had low inspiratory pressure. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned a third party service center for evaluation. The device's sensor board was replaced to address the issue.